Event description:
It was reported that a cayman self starting screw did not lock into the cayman united plate during placement. The devices remain implanted. This report captures the cayman united plate.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a cayman self starting screw did not lock into the cayman united plate during placement. The devices remain implanted. This report captures the cayman united plate.